Manufacturer narrative:
Implant currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.

Event description:
Patient revised with removal of a broken plate and placement of a ti cann lateral entry femoral nail along with auto graft from reaming. Surgeon also performed a femoral osteotomy to remove the three old screws. Nine days later, it was noted the wound was not healing. A culture was taken and found positive for infection. Patient was placed on antibiotics. Patient was returned to the operating room and the incision was opened. Surgeon noted a brownish liquefied hematoma which was evacuated and incision was left open. Post op, patient was inserted with a PICC line for long term antibiotic treatment and placed on a wound vac. At 29 days, the wound was noted clear and dry and was closed. Wound began bleeding heavily the next day, patient was returned to the ER. Patient was taken to the operating room for incision irrigation and debridement.